Event description:
Facility called mediqprn (baxter repair facility) to report rotor on station #6, while running sterile water, had created a hole in the tubing. The tubing was reported to be black in the area of the hole. Mediqprn advised facility to see if rotor shafts rotated freely. Facility reported one of the shafts did not turn as easily as the other shafts on the rotor. The facility was advised to either swap the compounder or a replacement rotor could be supplied. The facility opted to have the rotor replaced. On october 3, 2002, the facility called mediqprn to report replacement rotor did not fix the issue, the orange rotor had created a hole in the tubing while running travasol. They requested a swap of the compounder. Facility reports disposing of tpn.